Manufacturer narrative:
H3: device was received and evaluated: visual inspection found that the sensor pad appeared normal; no abnormalities were observed. Upon testing the functionality of the device, the sensor pad was tested with a known working alarm and triggered the unit to sound when weight was removed from the pad. Conversely, it did not trigger the unit to sound when weight was applied on the pad as intended. Therefore, the reported issue cannot be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
This event is reported based on the information provided by the customer and from historical data of similar complaint. Based on previous complaint investigations, it can be speculated that either damage to the sensor pad or rj11 clip, folds and creases on the sensor, moisture and wear and tear. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer file reference # (B)(4).

Event description:
Customer states the patient was impulsive and a posey chair alarm was in place. Patient was witnessed walking out of his room. He was slow at ambulating as well. The patient's chair alarm did not sound until the patient was approximately six feet outside of his room. Posey alarm box tested. Alarm box working. New pad placed and working effectively. The defective pad was placed in a7 manager's office. Reporter does not have access to the sensor pad and no ts was possible. This report came via e-mail. No lot# information or qtin was made available. Ts template has been completed and save to the drive. The date the issue was discovered is unknown and no patient incident or injury was reported.